Event description:
It was reported that reprogramming of the atrial lead sensitivity had been done over the past year due to atrial oversensing. The atrial lead had shown a decline in impedance from 240 ohms to 180 ohms over the previous 4 months. The ventricular lead impedance showed a decrease in impedance from 300 to 260 ohms over the previous 3 months. The patient had been seen in the clinic every 3 - 4 months over the past few years and twice in (B) (6) 2010. The patient is reported to have died (B) (6) 2010. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported that reprogramming of the atrial lead sensitivity had been done over the past year due to atrial oversensing. The atrial lead had shown a decline in impedance from 240 ohms to 180 ohms over the previous 4 months. The ventricular lead impedance showed a decrease in impedance from 300 to 260 ohms over the previous 3 months. The patient had been seen in the clinic every 3 - 4 months over the past few years and twice in (B) (6) 2010. The patient is reported to have died (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up revealed the cause of death to be cardiac right ventricular hypertrophy with myocardial failure, stenotic right ventricular / pulmonary conduit outflow, hypertrophic subpulmonary ring infundibular bar, in association with right ventricular hypertrophy, status post repair of tetralogy of fallot with with pulmonary atresia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.